Event description:
Pt brought to operating room # 1 for hysteroscopy essure sterilization. Md was performing the surgery when she attempted to implant the essure device and it would not discharge properly. She removed the device and implanted a second device successfully.